Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by your dialysis center when handling lines and solution bags to reduce the possibility of infection. It also warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had to cut the patient line off of an integrated apd set with cassette because it got caught in the hp¿s wheelchair. This occurred during the first dwell of peritoneal dialysis (pd) therapy, while the hp was not connected. The technical service representative (tsr) assisted the hp in ending therapy and advised them to start therapy over using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.